Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 325 mg/dl with abdominal pain and polydypsia associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that a rewind, load and prime steps were not completed after a cartridge change. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in not completely priming the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses added up and correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no damage or moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).